Event description:
Customer reported to product manager (B)(6): case with solis cage + tribone80. An anterior plate was used in combination with solis. After three months there was non-fusion and sinkage of the cage and pseudarthrosis.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.